Manufacturer narrative:
(B)(4). The customer returned a used spring wire guide (swg) still inside of the swg assembly. A visual inspection of the swg revealed that there is a kink in the swg body and there are signs of use. Microscopic examination of the guide wire confirmed the kink. Both welds were present and were observed to be full and spherical. The kink in the swg was located approximately 23 mm from the distal end of the swg. The swg length and outer diameter were measured and were found to be within specification. The swg was able to fully advance through a lab inventory introducer needle and ars syringe; however, there was slight resistance while the area of the swg with the kink was advancing. A manual tug test confirmed both the distal and proximal welds are intact. A device history record (DHR) review was performed and no relevant manufacturing issues were identified. The instructions-for-use provided with this kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The reported complaint that the swg was kinked was confirmed based on visual inspections of the returned sample. There was a kink in the swg body. The returned guide wire met all relevant dimensional requirements and a DHR review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports during insertion, md was unable to advance the swg properly due to the swg (spring wire guide) tip location. Swg was inserted from internal jugular vein but the swg did not advance into the superior vena cava, but went to wrong direction continuously. The md tried many times following IFU, but it didn't work. Md opened and used new sets. Procedure was completed.

Manufacturer narrative:
(B)(4). Preliminary investigation of the returned sample indicates swg kinked in use.

Event description:
The customer reports during insertion, medical doctor was unable to advance the swg properly due to the swg (spring wire guide) tip location. Swg was inserted from internal jugular vein but the swg did not advance into the superior vena cava, but went to wrong direction continuously. The medical doctor tried many times following IFU, but it didn't work. Medical doctor opened and used new sets. Procedure was completed.